Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter: "the patient was admitted to the hospital on (B)(6), 2020, 17:28 due to head trauma and short-term unconsciousness for 1.5 hours. On (B)(6), 2020, under general anesthesia, the right rotator cuff injury repair operation was performed. (B)(6) 2020, 07:30, started to use closed intravenous indwelling needle. (B)(6) 2020, 10:42, the patient was transferred to the intensive care unit department for monitoring and treatment after the operation. When transferred, the patient's left forearm closed intravenous indwelling needle was connected to the intravenous infusion. At around 18:20 on (B)(6), it was found that the patient's left forearm closed vein indwelling needle extension tube separated from the connection site of the positive pressure connector. The closed vein indwelling needle on the left forearm was removed immediately and kept for photographs. Immediately replace with a new closed intravenous indwelling needle, continue to complete the subsequent treatment. The patient had no adverse events."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0049486. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24 ga x 0.75 in prn/ec slm leaked. The following information was provided by the initial reporter: "the patient was admitted to the hospital on (B)(6) 2020, 17:28 due to head trauma and short-term unconsciousness for 1.5 hours. On (B)(6) 2020, under general anesthesia, the right rotator cuff injury repair operation was performed. On (B)(6) 2020 07:30, started to use closed intravenous indwelling needle. On (B)(6) 2020, 10:42, the patient was transferred to the intensive care unit department for monitoring and treatment after the operation. When transferred, the patient's left forearm closed intravenous indwelling needle was connected to the intravenous infusion. At around 18:20 on 8.21, it was found that the patient's left forearm closed vein indwelling needle extension tube separated from the connection site of the positive pressure connector. The closed vein indwelling needle on the left forearm was removed immediately and kept for photographs. Immediately replace with a new closed intravenous indwelling needle, continue to complete the subsequent treatment. The patient had no adverse events."